Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history could not be reviewed due to no lot number being provided.

Event description:
The IV tubing "end" reportedly broke off of the following device: primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. After the end broke off and the patient's IV line was saline locked per orders, it become lodged within the saline lock port attached to the patient. This created an open valve and blood was dripping from saline lock onto bed/patient. Nursing removed the saline lock and replaced it, without further issue. There was no reported harm to the involved patient.

Manufacturer narrative:
Corrected information can be found in d2a and d2b.